Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reverting to the setup mode. The medical surveillance specialist (mss) spoke with the patient on december 21, 2009 and obtained the following information. The patient reported that the alleged issue began the same day lifescan was contacted, after she replaced the subject meter's batteries. The patient informed the mss that she tests 3x/day and manages her diabetes by taking a set dose of humalog and lantus insulin throughout the day. Despite not being able to test her blood glucose as a result of the alleged issue, the patient denied making any changes to her diabetes regiment. The patient reported that a "few days" (date not recalled) after the alleged issue began, she developed symptoms of feeling dizzy and blurred vision; symptoms she associated with a low glucose. The patient denied testing on any other device at the onset of symptoms; however, claimed she ate candy and felt better afterwards. At the time of troubleshooting, the patient claimed the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.